Event description:
Infutronix received a complaint from a healthcare professional: "an administration set model hs-008-b lot 2106007 set came undone from the cassette during a patients infusion. The patient had put it back together and got an infusion complete alarm. The patient did not receive any follow up treatment since they did not know how much spilled, if any." Device operator was a registered nurse. Medication being infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Return of the device was requested, but the reporter confirmed that the device is not available for return.